Event description:
There is no further information at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h4; h6; h10. The following sections were corrected: d4 expiry date. -review of the provided photos identified foreign debris in the sterile packaging. Visual examination of the returned product found 2 sealed blisters that contains foreign debris that exceeds the acceptable limits of zpc 8.400. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. -the root cause of the reported event can be attributed to a manufacturing issue. -complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the distributorship, a foreign substance was found in the packaging and found non-conforming. There was no patient involvement. No further information has been provided.